Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had some unspecified malfunction. No patient injury or harm reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Despite good faith efforts (gfes), no 'further information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.